Event description:
Customer reported a hospitalization due to high blood glucose. Customer stated that she is not receiving insulin. Customer stated that his kidney were hurting. The blood glucose reading at the time of the event was 380 mg/dl. Customer felt very sick. Customer was treated with manual injections and insulin pump. During troubleshooting, time and date correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.